Event description:
It was reported that a cartridge alarm occurred with the customer's pump, and there was no adverse impact to the customer's blood glucose level. The customer had not previously reported a similar cartridge alarm with this pump, and it was concluded that the pump needed to be replaced. The customer was informed that they would receive a new pump with updated software and would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted. Tandem technical support advised the customer to return the problematic pump using a provided return box and pre-paid label and to program their settings into the replacement pump.